Event description:
It was reported that there was a loss of therapeutic effect and an x-ray showed a twisted lead. It was noted that reprogramming was done. There were no patient symptoms and the patient suffered no injury or adverse event. No further information was reported.

Manufacturer narrative:
Product ID 388928, serial # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Follow up information reported that the patient was ¿doing fine.¿ if additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient said that she did not rotate the implantable neurostimulator (ins). About a month later it was reported that the ins felt tight in the pocket. The patient had not experienced a significant loss of body weight. The ins was sutured with two sutures and the patient had not noticed a difference in ins location or angle. The patient began noticing a change in symptoms on (B)(6) 2012 and this was when the patient began doing water exercises again, eight weeks after a revision. Later that day it was reported that a revision was planned but had no date. The patient¿s stimulation was off and after the last re programming she felt ¿it¿ near the vagina. An x-ray was taken and the lead ¿seemed to lie perfectly, at the height of s3.¿ as the patient had a slow loss of efficacy at the end of 2012 she returned ¿several times¿ to change the stimulation and at the most recent visit she did not feel anything. It is unclear if this was true because it was also reported that she felt it near the vagina after reprogramming. About two weeks later it was reported that the revision was postponed and no new date was given.

Manufacturer narrative:
(B)(4).